Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a threader balloon catheter in four pieces with an unidentified wire. There was blood in the hub of the device and though out the entirety of the device. The returned guidewire measured .014¿. The (partial) balloon, inner/outer shaft, and hub were microscopically and tactile inspected. Inspection revealed numerous kinks in the shaft of the device, 6 mm of the balloon was attached to the catheter, 4.5 cm of outer shaft separated from the catheter, 2.5 cm and 6.5 cm pieces of inner shaft separated from the catheter, and the device measured 146 cm of overall catheter length was returned. The separated ends of the shaft pieces had damage (stretched) consistent with excessive tensile force. The separated end of the balloon rupture was circumferential 6 mm into the balloon. The detached distal tip, markerband and distal portion of the balloon were not returned. Inspection found the rest of the device free of damage. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, removal difficulties, and shaft break occurred. Vascular access was obtained via retrograde approach from septal branch of left anterior descending (lad) artery. The chronic totally occluded target lesion was located in the right coronary artery (rca). After a guidewire crossed the lesion, several balloon catheters were advanced but failed to cross the lesion. A 1.2 mm x 12 mm threader¿ balloon catheter was the advanced and successfully crossed the lesion. The device was then inserted to the septal branch through an implanted stent in the lad artery. Subsequently, when a single marker of the device crossed over the implanted stent, dilatation was performed. However, on first inflation at 4 to 5 atmospheres, the balloon ruptured. The device was unable to be removed since the device got stuck with the implanted stent. The shaft of the device got detached and the ruptured balloon was left inside the patient's body. The patient was then sent for bypass surgery to remove; however, only some part of the device was removed. The balloon and some part of the shaft remained inside the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture, removal difficulties, and shaft break occurred. Vascular access was obtained via retrograde approach from septal branch of left anterior descending (lad) artery. The chronic totally occluded target lesion was located in the right coronary artery (rca). After a guidewire crossed the lesion, several balloon catheters were advanced but failed to cross the lesion. A 1.2mm x 12mm threader¿ balloon catheter was the advanced and successfully crossed the lesion. The device was then inserted to the septal branch through an implanted stent in the lad artery. Subsequently, when a single marker of the device crossed over the implanted stent, dilatation was performed. However, on first inflation at 4 to 5 atmospheres, the balloon ruptured. The device was unable to be removed since the device got stuck with the implanted stent. The shaft of the device got detached and the ruptured balloon was left inside the patient's body. The patient was then sent for bypass surgery to remove; however, only some part of the device was removed. The balloon and some part of the shaft remained inside the patient's body. No patient complications were reported and the patient's status was stable.